Manufacturer narrative:
Product ID: 97740, serial#: (B)(4), product type programmer, patient if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and friend/family regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient could not feel stimulation, and that the patient programmer (pp) was showing the device was off. The patient did not report turning the stimulation off and that they stopped feeling stimulation on friday. They reported that when they connected with the patient programmer (pp) and tried to turn stimulation on the patient programmer (pp) screen would go blank, turning off, and they would be unable to turn on stimulation. It was also reported that the patient programmer (pp) was displaying the 006 stuck key warning screen, and that their back was hurting. A replacement patient programmer (pp) was sent. No additional patient symptoms, and no additional device complications were reported for this event.